Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the main lamp of the xenon light source was blinking and made tissue indistinguishable. The light keeps flickering off and on, and the lamp was replaced once. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint of light source was blinking was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, olympus confirmed that main lamp blinked due to power supply unit failure. Olympus will continue to monitor field performance for this device.